Event description:
During review of internal vns programming history, it was noted this patient had high lead impedance on a system diagnostic test on (B)(6) 2005. The event resolved on (B)(6) 2005 and further programming history review shows that to be the day the patient had a generator replacement and likely lead replacement. Good faith attempts are being made to attain additional details about the patient's high lead impedance and full revision surgery.